Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the motor seized, jammed and was moving heavy. It was further determined that the motor and gear were blocked and the reverse trigger was blocked and broken. It was observed that the motor was running rough and was defective. It was further determined that the device failed pretest for check reverse locking mechanism, check trigger for forward/reverse mode and check for untrue running. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that the reverse trigger was not working on the compact air drive device. It was further reported that the cap was detached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.